Manufacturer narrative:
The ge service representative troubleshot the system on the alarm circuit and restored the unit. The system operates as intended.

Event description:
The customer reported that the 7900 system overheated and would not boot up. No patient injury was reported.